Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the labels are lifting from the tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the company reporter: it was reported labels are lifting from vacutainers. The following information was provided by the initial reporter: the label on the tubes is coming off and has lost its effectiveness, this is creating a problem when it is ran through the lab machines.

Event description:
It was reported that the labels are lifting from the tubes with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the company reporter: it was reported labels are lifting from vacutainers. The following information was provided by the initial reporter: the label on the tubes is coming off and has lost its effectiveness, this is creating a problem when it is ran through the lab machines.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 1064141 . The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.